Event description:
The customer contacted beckman coulter inc in regards to erroneous high hgb, mch, and mchc results on 6 patients' specimens without instrument (lh750) generated flags. The event occurred on two different beckman coulter lh 750 hematology analyzer. This MDR will cover the event from one instrument which impacted four patient results. MDR 1061932-2011-02045 will cover patient 1 and 2. The erroneous results were not reported out of the laboratory and patient treatment was not impacted by this event. The samples were rerun and lower results were obtained, which the customer considered to be the correct results. Sample information was not provided. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). The controls were run before and after this cf event, the abn ii control recovered high the other two level of control were with assay limits. Abn ii recovered within assay on repeat. Per service records dated (B)(4) 2011, a bec field service engineer (fse) stated that the mchc was intermittently high. The customer also stated experiencing issues with hgb. Fse checked for proper filling and draining of cuvettes check dispensers for bubbles. Verified vl4 and 18. Removed and cleaned bsv. The fse could not duplicate problem. The root cause for erroneous low hgb, mch and mchc results is unknown.